Event description:
Abbott customer support assisted the customer in updating the gains settings on a cell-dyn emerald analyzer per the fa23mar2010 customer communication. There was no adverse impact to patient management reported.

Event description:
Reportedly a valve of unknown model and size was explanted due to unknown reasons. The device was explanted on (B) (6) 2010 by dr (B) (6). The sales representative is working on obtaining additional information. No additional information was provided. A 04/02/2010 e-mail from sales representative with op report indicates the 6900p, 27mm valve was explanted after a 83 month implant duration due to stenosis. (B) (4). An aortic valve was also explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device was returned for evaluation, device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation summary: moderate to heavy calcification is detected in the cusp area of leaflets 1 and 2. Calcification is moderate in the cusp area of leaflet 3. The free margins also exhibit calcification, moderate in leaflet 2, minimal in leaflet 1 and 3. Calcification most likely restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3-4mm at both aspects. Host tissue overgrowth is moderate to heavy at the stent inflow and stent outflow. The wireform is exposed at the outflow aspect and the sewing ring is exposed and cut. The x-ray demonstrates calcification. (Model# 6900/p) x-ray. Please reference (B) (4) an aortic valve was also explanted.